Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 68. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was preformed and passed. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.